Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device. According to component analysis of the foreign body, the foreign material was carboxylate or hydroxide (rust). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that brown foreign material was observed when wiping the forceps channel mouth of the bronchovideoscope. This was identified during service/maintenance, with no reports of patient involvement.